Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Event description:
Additionally, healthcare professional reported ¿pain and swelling¿, ¿capsular contracture baker iii, ¿small amount of peri-prosthesis fluid¿, ¿simple cysts¿, ¿volume has decreased¿, and ¿laminar fluid around implant¿.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Device remains implanted.